Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Troubleshooting contacted customer for a follow up for a new pump. The customer's blood glucose reading was 50 mg/dl 2 weeks prior to the call. The customer indicated that she will speak with her doctor tomorrow about the low blood glucose and to adjust the pump.